Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent incarcerated incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted dense adhesions along the omentum, small bowel and the previously placed mesh. The mesh also appeared to be pulled into the defect resulting in a recurrent hernia and found that the small bowel was adherent to the mesh and stuck within the hernia defect. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.